Manufacturer narrative:
Establishment name: tandem, address ¿ 11045 roselle street, suite 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced component defect issue on (B)(6) 2026. The issue occurred with two infusion sets. The patient reported adhesive patch and cannula housing detached from spring prior to insertion during needle guard removal. The patient replaced infusion set and resumed insulin deliveries successfully.